Manufacturer narrative:
Serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the upgrade support team had been contacted and the server was reset. After the reset, all systems reconnected successfully. The issue was confirmed to be related to the v1.11 upgrade. The system functioned as intended once the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders were not received by pyxis and failed to communicate. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.